Event description:
The customer reported that they did not receive an alarm for an asystole event.

Manufacturer narrative:
(B)(4). The customer reported that they did not receive an alarm for an asystole event. The limited available data from this event supports that the monitor was showing an inop at the time that the flat line ECG was displayed. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).